Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a supratherapeutic inr level. Upon interrogation of the lvad system, several alarms were observed: backup battery not installed, low voltage, low flow, and pump off; the alarms resolved without intervention. The patient reported receiving a red heart alarm with prompt to call hospital contact. In order to stop that alarm, the patient disconnected and then reconnect both power leads. It was reported that the patient was not symptomatic during the pump stoppages. The connection of the system controller backup battery was checked by the lvad clinician and confirmed to be firm, with no visible damage to the system controller or to the connector. The alarm was unable to be reproduced. A representative of the manufacturer¿s technical services reviewed the submitted log file and observed that the backup battery was intermittently failing load testing. The representative recommended that the backup battery be replaced. The log file reportedly showed that when the power cables were disconnected, the backup battery did not engage. No remarkable trending in the pump parameters was observed. No additional information was provided.

Manufacturer narrative:
The report of backup battery uninstalled, backup battery fault, and pump stoppage events was confirmed through the analysis of a submitted system controller data log file. The devices used at the time of the reported events were not returned for analysis and remain in use. As a result, the root cause of the events captured in the log file could not be conclusively determined nor correlated to a device related issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.